Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2020-nov-27: information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt commented during call that their hcp had wondered if maybe the neurostimulator (ins) battery was bad. Pt said since being upgraded they had to recharge ins every single day for about an hour. Pt then clarified that maybe the controller battery was not good since it was taking them so much of an effort to recharge. Pt stated they had to meet with a manufacturer representative (rep) a few times after having the ins replaced but they just lived with it. 2022-10-21: additional information from the patient indicated that they don't know the cause of recharging often. They stated that it has been an issue since implant. The patient indicated they will be getting a replacement recharger. They stated that the issue has been resolved for now, but they are still recharging everyday. 2022-12-19: additional information received. Patient reported cause of recharging often is unknown. Patient visited with rep, nurse and healthcare provider (hcp). Patient indicated it's a little better with new controller. 2025-feb-25: additional information was received. It was reported that the device was explanted.

Event description:
The device was returned for disposal only.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.